Manufacturer narrative:
Additional information provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The speakers and the core module both were replaced to address this issue. There were no products returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for the complaints (reported against this serial number) was performed. There were no similar complaints reported for the serial number on this investigation. The root cause of the reported event of ¿audio issue¿ is attributed to non-conforming speakers. The reported laser ¿laser power¿ issue is attributed to the core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic laser had low power and no tones. Procedure details and patient harm were not reported. Additional information has been requested, none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).